Event description:
It was reported that the device turned off and, after a few seconds, on again on (b)(3) 2023 after a power failure of the hospital. No injury was reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded after the investigation was closed. H3 other text : on-going.

Manufacturer narrative:
The log file provided was analyzed for the investigation, however it does not include the date of the event. The transmitted log file contains no indication of a technical failure, the reported power failure and the behavior of the atlan could not be retraced. The available log data gives no indication of a battery malfunction. In general, if the external power supply fails, ongoing device operation is maintained in accordance with the technical product description by automatically switching to the internal battery supply for at least 45 minutes if the battery was previously fully charged. If the battery then becomes increasingly discharged during operation, the visual and acoustic alarms are given in accordance with the specifications. In the event of a complete shutdown, an audible alarm sounds for at least seven seconds to indicate the device failure. Manual ventilation and spontaneous breathing are still available via the integrated breathing system. Oxygen and anaesthetic agents can still be dosed manually using the o2 emergency dosing function of the integrated gas mixer and the connected vapors.

Event description:
It was reported that the device turned off and, after a few seconds, on again on (B)(6) 2023 after a power failure of the hospital. No injury was reported.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Event description:
It was reported that the device turned off and, after a few seconds, on again on november 27th, 2023 after a power failure of the hospital. No injury was reported.